Event description:
While being monitored, a pt removed themself from the monitor and no alarms occurred. Pt was not monitored for 8 1/ minutes before the staff found them. Pt was non-responsive to attempts to revive them. Pt was reattached to monitor and died several minutes later.